Event description:
It was reported that a stent (subject device) was successfully deployed in the right pca (posterior cerebral artery), across the basilar apex aneurysm, landing proximally in the distal basilar artery. When the physician tried to remove the delivery wire, it appeared to get stuck and the stent was pulled back with the delivery wire, eventually being pulled into the vertebral artery. Another stent was placed successfully. The current patient condition is stable.

Manufacturer narrative:
The subject device remains implanted.